Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump also received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 180 mg/dl. The customer tried taking the battery out and putting it back in, but this did not solve the issue. They were advised to take the battery out of the device as it was still alarming. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.